Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were there any medical/surgical intervention/medications required for this suture event other than suture removal and cleansing the wound with potassium permanganate? If yes, please specify and include dates and results. Was any re-suturing performed? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available?

Event description:
It was reported that a patient underwent an episiotomy on (B)(6) 2022 and suture was used. Post-op, the patient experienced poor wound healing and pain 12 days after sewing in the surgery. Suspecting that the patient was allergic to the suture, the suture on the wound surface was removed, and use potassium permanganate to clean the wound. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/5/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please provide the patient's demographic information including weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were there any medical/surgical intervention/medications required for this suture event other than suture removal and cleansing the wound with potassium permanganate? If yes, please specify and include dates and results. Was any re-suturing performed? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available? All answers above are unobtainable. Once there is any update, we will update the information.